Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported not showing all data and a system wide outage. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H10: a philips remote service engineer (rse) spoke with the customer clinician. The clinician report that patient waves were not visible although the patient name was visible and they could hear the audible alarms. The clinician further described a system-wide network outage and she would engage the biomedical engineer (bme) as she was unable to perform troubleshooting. The bme did not reach out for assistance. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.